Manufacturer narrative:
(B)(4). The service engineer (se) verified the event and replaced the oxygen (o2) sensor. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator was given oxygen (o2)sensor out of range. The ventilator was not in use on a patient at the time the event occurred.